Event description:
It was reported that this implantable lead was part of a system revision due to pocket erosion. A revision was performed and the pacemaker was explanted. The physician opted to cut this lead, left the portion inside the body instead of fully removed, as the patient's heart rhythm was functioning mostly on its own re-implantation was not performed. A blood culture was performed and the results suggested there was no bloodstream infection. There were no additional adverse patient effects reported.